Event description:
In 2005, the ICD was implanted and in 2006, it was shocked over 39 times in about 5 hrs before it was shut off in the ER at the hospital. The defect lead was replaced with another lead on the recall list. Dates of use: 2005-2006. Diagnosis or reason for use: fainting at church. Event abated after use stopped or dose reduced? Yes.